Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause of the failure was isolated to the front pulse wire solder joint, which was pulled and broken from the distribution node. The root cause for the broken solder joint could not be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient's electrode belt was receiving "add gel" messages.